Event description:
An (B)(6) female pt contacted zoll customer support to report that her monitor would not power on past the load screen and was making a loud high pitched noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon receipt the monitor was resetting. During evaluation the monitor would boot up to the second white splash screen and reset 51 seconds later. The cause for the resets was intermittent bga connections. The source of the intermittent bga connections is likely component u500 (digital signal processor) on the monitor c/a board sn (B)(4). The root cause for the intermittent bga connections could not be positively identified. No adverse event resulted from the intermittent bga connections. The pt received a replacement monitor.